Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.

Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system was undergoing bypass surgery when it was discovered that the right ventricular (rv) lead had perforated the patient. This was identified by increased pacing threshold measurements. The surgeon pulled the rv lead out of the device header causing damage to the header as evident by gross noise noted on the electrogram. The rv lead and pacemaker were explanted and replaced. The lead was returned for analysis.